Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to what appeared to be an atrial arrhythmia. All available therapy was delivered during one of the episodes. This was discussed with the health care professional (hcp). The presenting electrogram (egm) showed the device was operating as programmed. No adverse patient effects were reported. The device remains in service.